Event description:
Philips received a complaint by the customer on the v60 indicating that the device was unable to be secured on the stand. It was reported there was no patient involvement at the time the issue was discovered. It was reported that the device was unable to be secured on the stand. The customer ordered a base assembly. The customer replaced the base assembly to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.